Event description:
The customer stated that he was hospitalized due to hyperglycemia. It was reported that the customer's blood glucose read 'hi" on the glucometer. Troubleshooting was performed and found that the insulin pump had alarmed failed battery test. The customer tried several batteries but was unable to resolve the alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.